Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was a pericardial effusion and a pericardiocentesis was performed. The patient became hypotensive and an effusion was noted on the ultrasound. Upon request, additional information was provided on the event. The event was life threatening. The physician was performing an atrial fibrillation procedure and noticed a drop in the patient¿s blood pressure during the ablation phase. The physician used the intracardiac ultrasound to determine that a pericardial effusion had occurred. A pericardiocentesis was performed and the patient was stabilized. The patient did not require hospitalization. The patient¿s prognosis was good and she fully recovered. The physician¿s opinion on the causality of the adverse event was that it was possibly device related and possibly procedure related. The issue was minor and it was resolved. The cause was unknown. The physician did not consider that the event¿s causality was due to any malfunction of any bwi product. The patient¿s baseline before the procedure was normal atrial fibrillation. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. There were 0 ablations before the event. The rf generator was set to ¿power-control¿ mode at 25 watts. The temperature cut off setting was set to 40 and the flow setting was set to 7. The hansen robotic sheath was used with the c3 ez steer thermocool sf non-navigational catheter. The act was maintained greater than 350.

Manufacturer narrative:
Concomitant product: stockert 70 system; model #: m-5463-01; serial #: (B)(4). Coolflow pump; model #: m-5491-02; serial #: (B)(4). (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).